Event description:
Asp rec'd a call from the pt indicating that he underwent a routine colonsocopy procedure in the gi lab. He stated that in the afternoon after the procedure he had bad cramps, then fever and his cramps became severe. He spent 2 days in the ICU and 1 week in the hosp. He has colitis and was told it was an allergy to cidex plus. He is bleeding from the colitis, has diarrhea, is feeling uncomfortable and is badly damaged. The pt was seen by a gastroenterologist at the hosp and the dr didn't know for days what the problem was. The pt discussed potential litigation.